Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump error alarm found in the pump history file. Unable to determine the root cause, problem isolated to the electronic assembly pcb 2.

Event description:
The customer reported via phone call that their insulin pump had pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewound. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.